Event description:
It was reported that intra-operatively during the placement of the leadless implantable pulse generator (ipg), high thresholds and loss of capture were noted during multiple placement attempts. Tine fixation could not be confirmed as well. Loss of pacing was observed as well. Due to multiple attempts, deformation of the delivery system was noted on the delivery system. The leadless ipg system was attempted not used and replaced. Post operatively when the new leadless ipg was checked, high thresholds and increase in impedance were noted. Thrombus adhesion was suspected. The new leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The new leadless ipg was reprogrammed.